Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: evaluation of cardiac electrical and mechanical synchrony of left bundle branch pacing and middle-and long-term leads parameters stability. Chinese circulation journal. January. 2020. Vol. 35, no. 1 (serial no.(B)(6) doi: 10.3969/j.issn.1000-3614.2020.01.009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch pacing (lbbp). The authors described intraoperative complications. There were eleven patients who experienced transient right bundle branch block during sheath manipulation, in which ten recovered immediately and one disappeared the day after the operation. Three patients experienced perforation of the lead tip into the left ventricular septum. In all cases, there was a sudden drop in impedance with an increased pacing threshold. The leads were withdrawn and repositioned for refixation. The leads remain in use. No additional adverse patient effects or product performance issues were reported.